Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 3 on a patient with a rotated heart and difficult transeptal puncture due to thick wall. A mitraclip xtw was inserted and deployed on the mitral valve. However, after deployment, while unthreading the actuator, the clip opened to roughly 90 to 100 degrees. To stabilize the clip, an additional clip was deployed, reducing mr to a grade of 1+. There were no adverse patient effects and no clinically significant delay in the procedure.

Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported clip opened while locked (unintended movement). The reported unexpected medical intervention was a result of case-specific circumstance as another clip was implanted to stabilize the reported clip. There is no indication of a product issue with respect to manufacture, design or labeling.